Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer blood glucose displayed as "high". Customer corrected blood glucose with bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.